Event description:
The pt's family member reports the pt has been experiencing choking, difficulty breathing, and an inability to swallow for approx a year. The last known drug used in the pump is morphine. Additional info has been requested from the hcp but was not available on the date of this report. A follow up report will be sent when additional info is received.